Event description:
The technical service officer reported a colleague infusion pump with keypad failure on channel c. The event was reported to have occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 5.48.92.

Manufacturer narrative:
(B)(4). Additional information: it is unknown if the device was repaired for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of keypad failure on channel c was confirmed during product evaluation. The assignable cause was fluid ingress in keypad. A service history review revealed that this device was previously serviced for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.